Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: facility claimed that the new in-situ bending instruments are not strong enough and are breaking at the tip. The facility did not mention the part number of the device. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on an unknown in-situ bending instrument, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.